Event description:
No blood glucose levels reported. The customer reported that the battery of the insulin pump would not last long. The customer was shipped a new battery cap for the insulin pump but continued to need to change the battery of the insulin pump frequently. The customer also reported the absence of any low battery alert from the insulin pump. The customer declined further troubleshooting. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.